Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the therapy electrode pads and garment straps. The patient's rash was described as blisters that broke open. The patient reported being allergic to nickel. The patient consulted his physician who told him to take off the vest for a while. Follow-up indicated that the patient still had irritation and continued to wear the lifevest. The current medical state of the blister is unknown.